Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of mesh - ventralex, patient was diagnosed with infection, abscess, hematoma, seroma and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, seroma, adhesions and hematoma as possible complications. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2014 - patient was diagnosed with massive incarcerated ventral incisional hernia thereby underwent open repair with the implant of ventralex. Per operative notes, ¿identified the hernia sac and was dissected out. A ventralex mesh was placed towards the intestine and secured with sutures.¿ (B)(6)2014 - patient was diagnosed with menorrhagia, abnormal uterine bleeding, large uterine fibroid, right sided dysmenorrhea. (B)(6)2014 - patient developed a postoperative seroma, pain, drainage of an abdominal wall hematoma and abscess. (B)(6)2015 - patient was diagnosed with infected mesh and chronic draining wound thereby underwent removal of mesh. Per operative notes, ¿there were few adhesions to the abdominal wall which were carefully taken down. Multiple pieces of sutures were removed. Then the mesh was completely excised.¿ attorney alleges that the patient had adhesions, infection, mesh shrinkage, pain and hernia recurrence.